Event description:
Caller states that during correlations with the lab, the following device/lab results were obtained. Device/lab; pt 1: 4.6 inr/3.35 inr; pt 2: 6.3 inr/4.63 inr; pt 3: 4.3 inr/2.84 inr; pt 4: 4.6 inr/3.35 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.